Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump shutting down. Customer's blood glucose (bg) level ranged from 89 mg/dl to "high" (specific bg value was unknown). A manual injection was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.